Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cable failed during patient use. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the device cable failed during patient use. It was later clarified by the customer via phone that the leads failed during pacing. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.